Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The root causes could not be identified at this time. Based on the investigation results on (B)(4) 2020 , the probable causes are shown below: if the maximum emission of the lamp is kept for two minutes while a bf series endoscope is connected, the message ¿max emission of lap continued, light intensity is reduced¿ is displayed on the touch panel of the cv-1500 and the light intensity is reduced by half, according to its specifications. In the case that such message is displayed, the images transmitted from the EU-me2 used in combination are frozen, leading to failure to operate the device. The phenomenon will not be resolved unless the image display is switched to the cv-1500 and the error is eliminated. However, it is difficult to consider that the maximum emission is kept for two minutes in the patient body and the similar failure has not been reported from other facilities. From the above, it is inferred that the indication phenomenon was caused by accidental failure. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endobronchial ultrasound-guided trans- bronchial needle aspiration (ebus-tbna), the error message "max emission of lamp continuing, light intensity will be reduced" displayed on the screen. The doctor was about to punch the ebus needle into the lymph node, but the us image froze due to this error message. The user cycled the power of the subject device, the issue was resolved. There was no report of patient injury associated with the event. The information from the customer is as bellow. The customer thought to do bronchoscopy and ebus-tbna ¿ bronchoscopy was done without problems. Ebus was started without problems and the customer had to do some tbna before the ultrasound image froze and we had to end the procedure earlier than intended. The procedure was not extended by more than 30 minutes. No medical intervention was required. The same problem occurred twice, two days in a row using (B)(4) and (B)(4) the device will not be sent for repair. On 24 march, omsc decided that the evaluation result of this phenomenon was changed from non-pae to pae based on the risk assessment review on 26 february.